Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for failed back surgery syndrome and spinal pain. It was reported that the patient has pain in their feet and when they arch their back they can get ins to cover the pain but if they don't arch their back, the ins doesn't work that well to cover the pain. No further complications reported and/or anticipated at this time.